Event description:
During remote monitoring, the device delivered an inappropriate shock due to a misinterpreted episode of atrial fibrillation. Device reprogramming is anticipated to avoid further episodes of inappropriate therapy; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.